Event description:
It was reported that post a coronary stenting treatment procedure a thrombosis occurred one to two hours post implant. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).